Event description:
It was reported that the customer encountered a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a pump reset, and after the reset, the error was resolved. The customer was able to successfully start their sensor session without further issues.